Manufacturer narrative:
(B)(4). This report is being filed to provide additional info that was not submitted on the user facility's medwatch form. Investigation: this disposable set was returned for investigation. Caridianbct investigator noted that the blue return line was twisted into a knot. Their finding is that this is due to manufacturing error of the assembler at the return coil subassembly station. Root cause: the cause of this defect was related to a misassembly, where the assembler neglected to follow the appropriate manufacturing operating procedure of the disposable set during manufacturing. Corrective/preventive action: these sets are manufactured in a flow process environment in order to minimize the likelihood of this type of occurrence. In-process inspections are used to monitor the effectiveness of the flow process, along with a statistical sample for visual inspection on assembled sets prior to sterilization. Simulated use testing is performed using random samples from each manufacturing lot of sterilized sets to verify set performance.

Event description:
Caridianbct received a medwatch form 3500a from the user facility dated (B)(6) 2011. (B)(4). This report is being filed in response to the customer filing a sae report and to provide additional info not included on the user facility's report. No pt was involved, as the twisted tubing was discovered prior to set up, therefore no pt info is reasonably known at the time of the event.